Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient claims the new kit made the suction aggressive and made the vaginal area raw. Troubleshooting was not performed. It is unclear if the lot number was requested. No additional information provided. No medical intervention was reported. Per follow up via phone on (B)(6) 2025, it was reported that they purchased the newer bigger canister with the handle, and it seemed to suction harder than the original. The patient became raw and uncomfortable. No medical intervention was sought. The daughter purchased otc cream to use as a barrier to protect the skin. Customer stated that they ended up purchasing the original kit and patient has not experienced any other issues. No medical intervention was reported.

Event description:
It was reported that patient claims the new kit made the suction aggressive and made the vaginal area raw. Troubleshooting was not performed. It is unclear if the lot number was requested. No additional information provided. No medical intervention was reported. Per follow up via phone on 23apr2025, it was reported that they purchased the newer bigger canister with the handle, and it seemed to suction harder than the original. The patient became raw and uncomfortable. No medical intervention was sought. The daughter purchased otc cream to use as a barrier to protect the skin. Customer stated that they ended up purchasing the original kit and patient has not experienced any other issues. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: intended users the purewick urine collection system is intended to be operated by: user/patient caregiver/healthcare professional all functions can be safely performed by the individuals above. Indications for use the purewick urine collection system is to be used with purewick external catheters which are intended for non-invasive urine output management. Contraindications for use do not use the purewick urine collection system with purewick external catheters on individuals with urinary retention. Operating instructions 1. After the purewick urine collection system has been set up, place the purewick external catheter according to the purewick external catheter¿s instructions for use. 2. When the canister is ready to be emptied, remove the purewick external catheter according to the purewick external catheter¿s instructions for use and throw away. Note: keep the purewick urine collection system on to make sure all urine has been drawn out of the collector tubing and into the collection canister before removing the purewick external catheter. Note: although the canister can hold up to 2000cc (ml), to prevent overflow empty urine from the collection canister regularly or before volume reaches 1800cc (ml). 3. Turn off the purewick urine collection system by pressing the on/off switch. Disconnect the a/c power cord from the power outlet and from the device. Disconnect collector tubing and pump tubing from the canister. 4. Lift collection canister from purewick urine collection system. Do not lift canister by the lid. Take canister into an area appropriate for disposal e.g. A bathroom, carefully remove the lid, and dispose of urine in a proper receptacle e.g. A toilet or according to facility protocol. If using a privacy cover and it gets wet, remove and discard. 5. Clean collector tubing, pump tubing, canister, canister lid, purewick urine collection system, and power cord according to cleaning instructions in the cleaning and maintenance section. 6. Reassemble the purewick urine collection system according to the initial setup instructions when the system is ready to be reused. When the purewick urine collection system is not in use, unplug the power cord from its outlet. Make sure the unit is cleaned and disinfected prior to storage. Do not store when parts are wet or damp. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.